Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the host pc failed to start up. The fse replaced the host pc and reinstalled the software. The host pc was returned for analysis and failure analysis found that the host pc had failed due to rust corrosion and contamination by an oily substance in the motherboard, gpu card, ethernet cards, and chassis rear panel. After the host pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.